Event description:
Pt reported that device generated an occlusion error, and that their blood glucose was elevated due to this problem. Pt reported that they have had high blood glucose levels for the last six months. Pt self-treated by giving themselves additional insulin injections. Pt also switched to back-up device.